Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had visible silicone. The following information was provided by the initial reporter: "have you changed the amount of silicone oil on the piston or received any complaints about too much silicone oil on the piston? Please see attached pictures and video." Too much silicone oil on the piston. During use. Additional information provided: has there been any patient impact (serious injury, medical intervention, change of treatment required)? = no patient impact. Has there been any healthcare workers exposure to blood or bodily fluids? = no exposure. Have any other actions been taken? = we have quarantined to syringes in question. Please confirm if the used samples have been contaminated with blood or cytotoxic medication. = there are no used syringes.

Manufacturer narrative:
Nine samples and one photo of 5ml eurographic syringes (p/n ¿ 309649) batch 4036507 were received and evaluated. All of the samples were received in sealed packages containing all applicable product information on the top web. All samples showed no pooling or stringing of silicone on the stopper; therefore, the condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 4036507 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.